Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient had spine procedure on (B)(6) 2012, and was implanted with arcofix and synex implants. Fifty (50) days later patient developed an infection. Patient returned to operating room to have hardware removed on an unknown date. During removal of the screws the t25 screw driver shaft broke and the holder for mis rods broke. The removal was completed, patient is receiving antibiotics. This is 5 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis. Additional information provided by synthes (B)(4). Additional information no material was sent back for investigation. Due to the lack of further clinical information and as the involved implants were not returned for investigation we are not able to give a conclusive statement regarding the mentioned infection. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.